Event description:
It was reported that during implant of the right ventricular (rv) lead there was placement difficulty due to the fixation mechanism did not work. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The stylet/guidewire was kinked/buckled, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.